Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, unable to pull critical medication as a stockout. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation the device used in the incident, the report failed to pull the critical medication as a stockout. A technical support specialist (tss) checked the transaction history for the rsi kit and confirmed that station was online and successfully synced with the server. The tss reviewed the report settings and confirmed that the stockout report included all relevant inventory. Later, the customer identified the cause of the issue and requested to close the case. The tss closed the case and confirmed with the customer that the issue was resolved.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, unable to pull critical medication as a stockout. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.